Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. During the analyzes of the history log files no flow deviation could be detected. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to (B)(4) was arranged. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The inside of the device was investigated. No damages or soiling could be found. The device fulfills the required values according to the specifications of the technical safety check (tsc). During an inside investigation no damages could be detected. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(6). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. If we get a technical investigation report, a follow-up will created.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "overinfusion." Customer information: nurse noticed at night that approximately 50ml was remaining in the infusion bottle. There should have been still 330 ml left in the bottle as the infusion pump showed. The infusion rate was 21ml/h. The infusion was started at 4 pm so medication should have been enough to run until 4pm the next day. Two nurses checked that the pump was programmed correctly, but more likely the pump was malfunctioning because the infusion went over half the time it was supposed to. .